Manufacturer narrative:
¿Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 310 mg/dl. Customer delivered correction bolus to address high bg. Reportedly, there were air bubbles in the tubing. Tandem technical support assisted customer with priming the air bubbles out. Customer reported using cartridges and insulin beyond labeling.